Event description:
(B)(6) contacted technical services due to pause episode that was transmitted on (B)(6) 2024. She was inquiring about if it was a true pause or not. Tse reviewed and noted that there appears to be an r-wave and t-wave visible that is being under sensed occasionally. Discussed possibly making device more sensitive, those suggestions will be made with doctor at next in clinic check. No symptoms reported.